Event description:
Segments were missing on the meter. The patient last tested on the meter a month ago and received a 419mg/dl. The patient received a 419 mg/dl on the lifescan meter. The patient was sweating, irritable and felt jittery at the time of testing. Two days later, the patient tested on another device and received a 315mg/dl. The patient did not receive any treatment. The patient contacted a medical professional about the issue and her blood glucose was taken and the physician wrote a prescription for medication. The patient had a nurse go to the house and provide her a new meter. This case is being reported as a malfunction since segments were missing.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.